Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. (B)(6). It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the patient experienced a driveline infection. The patient presented with fever, general malaise, and redness, swelling and a hot sensation over the right abdomen. The driveline exit site was dry and intact without discharge. An increased white blood cell count was noted. A CT of the thorax and abdomen revealed no collection along the driveline tract. The pump parameters were stable. The system controller log file reviewed by the manufacturer¿s technical services representative showed no unusual events. Incidentally, the patient underwent a routine heart transplant on (B)(6) 2017 due to availability of a suitable donor heart. No additional information was provided.

Manufacturer narrative:
It was reported that the pump would not be returned for evaluation. A specific cause for the reported driveline infection could not conclusively be determined. Driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.